Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s incident blood glucose level was 185 mg/dl. The customer experienced different blood glucose level of 200 mg/dl and 300 mg/dl. The customer was treated with manual injection. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering because of high blood glucose. The drive support cap appears to be normal. Troubleshooting was performed for under delivering. The high pressure test was passed. The insulin pump will be returned for analysis.